Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; unable to evaluate returned test strips due to wrong vial lot. Most likely underlying root cause of malfunction: user's test strips had a poor storage or/and user had an inaccurate reference.

Event description:
Customer complains of high results.customer states that her son feels well and requires no medical attention. The customer's expected blood result is 90-170mg/dl fasting. Verified the strips expire 7/13/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Reviewed meter memory: (B)(4). Customer's mother is concerned with all the results in the meter memory. Customer's mom called in about the diabetic meter for her son. She stated that the meter may be reading giving high results. She ran a test with her son (B)(6) 2016 at 8:00am (fasting ) and she got result 240mg/dl. Customer is a type 1 daibetic. Meter time and date has not been set.